Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, e1, h6.

Event description:
Healthcare professional reported right side rupture and removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and anxiety¿product/procedure was received on (B)(6) 2023 with lot number 1732397. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and removal from textured to smooth due to the concerns of the product. Device remains implanted.